Event description:
It was reported that the customer was hospitalized for high bgs. The customer was ill prior to their admission. Suggested the customer to take manual injections per m.d. Protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. A lead screw test was completed and passed. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.